Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017, a patient¿s (pt) family member called to report the pt experienced red eyes while wearing acuvue oasys for astigmatism lenses on (B)(6) 2017. Pt¿s family member reported the pt has an appointment with an eye care provider (ecp) today. Pt¿s family member reported the pt¿s wear schedule is 30-40 days and does not sleep in lenses. On (B)(6) 2017 a call was placed to the pt¿s family member who reported: pt¿s family member reported the pt presented to an ecp on (B)(6) 2017 and was diagnosed with a ¿bacterial infection¿ in the right eye (od). Pt¿s family member reported the pt was prescribed zymar 1st hr every 5 min, then every hour od, then od every 1 hour; os every 2 hours prophylaxis and biamotil cream ou once nightly for 7 days. Pt¿s family member reported the pt¿s right eye (od) is red today and the left eye (os) has no symptoms. Pt¿s family member reported the pt has a f/u visit today and the ecp will provide a statement with the diagnosis. Pt¿s family member reported the product in question was available for return. On (B)(6) 2017, a call was placed to the ecp who provided additional information: ecp reported the pt presented to the office on (B)(6) 2017 after wearing lenses for less than a week. Ecp reported the pt was diagnosed with keratitis, corneal infiltrates, no ulcer. Ecp also reported ¿hypothesis: ou keratitis secondary to an immune response to bacterial hypersensitivity.¿ ecp reported the pt being prescribed zymar every 5 min for the first hour and that it was reduced to every 4 hours. Ecp reported this was ¿an aggressive treatment to prevent corneal ulcer.¿ ecp reported the pt responds well to antibiotics and contact lens wear rest. Ecp reported the pt is returning for a follow up later today. Ecp reported that the pt may be switched to a lens with a different polymer, daily disposable, or a rigid lens. Ecp reported the pt¿s eyes are better after treatment and contact lens rest. Ecp reported that a copy of the medical record will be provided to the pt. On (B)(6) 2017, a called was placed to the pt¿s family member who provided additional information: pt¿s family member reported the pt¿s eyes are better now. Pt¿s family member reported the pt has a f/u visit on (B)(6) 2017. Pt¿s family member reported the pt is using zymar every 4 hours now. On (B)(6) 2017 a call was placed to the pts family member with the additional provided as follows: pts family member reported the pt had a f/u visit on (B)(6) 2017; family member reports the pts eyes are better now, but the pt continues to use zymar every 5 hours, the length of treatment was not known by the family member; no f/u ecp visit is scheduled. On (B)(6) 2017 the pts family member called and provided additional information: pt had a f/u appointment on 21aug with the ecp; pt is continuing treatment with zymar tid for 3 days, then bid for 1 week; family member reported the pt has not returned to contact lens wear, but eyes ¿appear normal¿; family member reported he/she will email the medical report. On (B)(6) 2017 an email was received from the pts family member with the pts medical report. Medical report from pts treating ecp, dated (B)(6) 2017: ¿pt has been having repetitive episodes of keratitis associated with the use of contact lens; first episode of ocular inflammation in (B)(6) 2016, other new ones in (B)(6) 2017 and (B)(6) 2017; in these episodes he had red eyes, with photosensitivity and multiple focal infiltrates distributed over the cornea; condition attributed to multifocal infiltrating keratitis, nummular by hypersensitivity to bacterial antigens; I have been treating with temporary suspension of the use of lenses and local zymar every 1 hour at the peak of keratitis, and progressive reduction with improvement of the condition; due to keratitis I recommend the suspension of the use of contact lenses, especially acuvue oasys; diagnosis: keratitis due to hypersensitivity to bacterial antigens; cd(conduct): antibiotic zymar; suspending use of contact lenses elevated risk of corneal ulcer¿. This report is for the pt's od event. The event for the os will be submitted in a separate report. The product in question has not been received. No additional medical information has been received. A lot history review was performed for lot b00l0bs: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00l0bs was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.